Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer stated that she has been running high on her blood glucose because the transmitter has not been working. The patient was offered to troubleshoot the insulin pump but she declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.